Event description:
During a bed inspection, the technician found the head section wouldn't rise.

Manufacturer narrative:
The technician found the head would not rise at all manually or by the hydraulic pump. The technician replaced the head up solenoid valve to repair the bed.